Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2017. Blood glucose level at the time of the incident was 520 mg/dl. Customer was wearing the device at the time of admission. Customer was treated with insulin drip and medications for chest pain. Customer did not have significant events leading to hospitalization. Customer also reported getting insulin flow blocked alarm due to infusion sets with bent cannula. The customer also reported that there were air bubbles along the tubing. Advised customer that site related issues, such as bent cannulas tend to be contributing factors in high blood glucose. Customer was assisted troubleshooting for bent cannula/alarm but declined to troubleshoot further for high readings. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
The initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.